Event description:
It was reported that the event occurred in the cath lab. The super arrow-flex (saf) sheath was inserted via the patient's right femoral artery. During insertion of the intra-aortic balloon (iab) catheter into the right femoral artery a failure message about a leakage occurred on the pump. The failure message was "check for leaks, helium supply connections and loss of trigger". The staff could not solve the problem with a pump and as a result, removed the catheter with sheath together from the patient. The md mentioned that there was no harm to the patient caused by the pump error. It is unk whether there was an attempt to insert another iab or not. There was no reported patient death, injury or complications. Medical/ surgical intervention was not required. According to the report there was no reported delay or interruption. Additional info received on (B)(6) 2015 stated that the md followed the instructions for use. It is unk if the patient had tortuous vessels. The md was able to pass the iab through the sheath completely and into the patient's aorta. The patient outcome is no harm to the patient. An update received on (B)(6) 2015 stated the md did use the same insertion site for the next iab insertion.

Manufacturer narrative:
(B)(4).